Event description:
In 2008 at 1001 hours, the AED 10 was attached to the patient by a first responder police officer and the machine appeared to be functioning properly. Machine indicated a shock was advised and per the user, "it was slow to charge". No shocks were delivered. Upon arrival of units with a manual defibrillator, they found the patient in vfib where he remained throughout their care despite a total of 8 shocks and drug therapy. Patient pronounced deceased in the ER.